Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387s-40 (lot: va1ljtn); product type: 0200-lead; implant date (B)(6) 2018; brand name activa; product ID: 3708660 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient had a pocket infection after a recent battery replacement and needed to be removed. The doctor went in to explant the device and extensions. When the surgeon disconnected the right extension, they started pulling the extension from the lead, which was stuck. After checking the set screw on the extension, the surgeon said the metal block connector on the extension where the screw attaches looked like it was rotated and would not release the lead; they could not get the lead to disconnect from the extension. The doctor then decided to cut the lead. The lead was partially explanted due to the doctor's decision to leave it in. It was unknown whether any external factors may have led to or contributed to the issue. The issue was not resolved by the time of this report.

Manufacturer narrative:
Confirmed ins explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.